Event description:
It was reported that the hudson connection is worn. It is generating metal wear. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was returned for examination. The visual examination of the device found the device is stripped. The reported condition was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Drawing/specifications reviewed: drawing: n/a. Specification review was not performed since it was not applicable to the complaint condition. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device history lot : product name: angled rmr driver hudson. Product code: 920010031. Lot number: mj3653601. 1) quantity manufactured: (B)(4). 2) date of manufacture: 16.12.2019. 3) any anomalies or deviations identified in DHR: 0. 4) expiry date: none, device delivered non-sterile. 5) IFU reference: IFU-78410160 and lcn-920010031-disa.